Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
It was reported the pt is unable to communicate with her scs ipg and the charger. The pt stated she ws able to charge her ipg two weeks ago. Troubleshooting over the phone revealed the pt programmer does not communicate with the ipg either. Instead, the programmer displays a communication 'error'. The pt is pending a follow-up with a sjm representative to further evaluate the issue.